Manufacturer narrative:
Correction: the correct date of event is (B)(6) 2013, not september 18, 2014, as previously reported. This report is filed on october 14, 2014. Implanted device remains.

Event description:
Per the clinic, the patient experienced vertigo, swelling with heat sensation at the implant site and a performance decrement with device use subsequent to undergoing a MRI (date not reported). The patient underwent two surgeries on (B)(6) 2013, and (B)(6) 2014, to reposition the implanted device; however, the issue could not be resolved.

Manufacturer narrative:
(B)(4). Implanted device remains.